Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The catheter was received cut at the inflation funnel; the inflation funnel portion was not returned. Due to the poor condition of the returned sample, a complete evaluation could not be performed. How and when problem occurred could not be determined. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate. Some but not all water was removed with syringe on the inflation port, additional water was injected (5cc) but could not be drained. The catheter lumen was cut but no water would drain out. A percutaneous puncture was attempted with no success. Then the user tried to remove water by putting syringe to cut surface of the lumen, water came out successfully. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. Some but not all water was removed with syringe on the inflation port, additional water was injected (5cc) but could not be drained. The catheter lumen was cut but no water would drain out. A percutaneous puncture was attempted with no success. Then the user tried to remove water by putting syringe to cut surface of the lumen, water came out successfully. No patient injury reported.